Manufacturer narrative:
The report that the device was not detected on bus and the device was unresponsive was confirmed by the bd field service engineer (fse). According to work order (B)(4), the fse shut down the system and found that the solenoid for half-height drawer 2.2 had failed, causing thermal damage and a strong smoke smell. The failure also affected the drawer board and pyxibus module controller. Replacing only the solenoid didn¿t resolve the issue, so all three components were replaced. After reinstalling the drawer and restarting the system, tests confirmed everything was working correctly. Laboratory testing using the pyxibus module controller board and drawer controller board product analysis procedure verified that the pcba pmc v1.06/v0.09bl hh (p/n 151630-01, s/n (B)(6)) operated the drawer correctly, with no malfunctions observed during open/close cycles. Due to the broken integrated circuit (u201) found during the external inspection pcba pmc v1.06/v0.09bl hh (p/n 151630-01 ¿ s/n (B)(6)) additional diagnostic testing could not be performed. The solenoid (p/n 353578-01) observed with thermal damage and a pcba drawer controller (p/n 331392-01) replaced by the fse were not returned for analysis and therefore could not be examined or tested. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device went offline and the room had a weird smell, similar to hot electrical wiring. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the solenoid. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device went offline and the room had a weird smell, similar to hot electrical wiring. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device went offline, and the room had a weird smell, similar to hot electrical wiring. The filed service engineer shut down the station and found that the half height drawer 2.2 solenoid had blown, causing thermal damage, a malfunction in the drawer board and pyxibus module controller board, along with a strong smoky smell due to the solenoid malfunctioning. The fse tested all three parts and replaced those to resolve the issue. The fse rebooted the station, and the drawer was placed back into the station. The fse also reconfigured the new drawer board and tested the drawer in the application to ensure the proper operation of the new parts. The system functioned as intended after the field service engineer repaired the device.